Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed. The reported mechanical jam with plunger could not be replicated in a testing environment as the plunger was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined based on the returned device condition. Factors that contribute to foot detachment may include, but are not limited, to user does not gently pull the device back to position the foot against the wall); use of excessive force leading to foot break. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a thoracic aortic aneurysm (taa) interventional procedure. Reportedly, there was no "click" sound after depressing the plunger of the first device. The process of removing the device was very smooth. When the device was removed from the patient, it was noted a missing foot. An angiography was taken, and the physician confirmed that the missing foot was not in the patient. A second device was inspected outside the patient and was noted there was no posterior foot. In addition, the anterior foot was unusual. This device was not used in the patient. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.